Event description:
It was reported that the remote monitor will not power up. The event was initially not reportable, but the monitor was returned to the manufacturer, analyzed and tested out of specification. Due to out of specification findings the event is now being reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that crystal tested out of electrical specification.